Event description:
It was reported by the patient's mother that the patient had a pin hole on the incision site. The mother stated the patient had pus-like drainage coming out of the site and the patient was taken to the emergency room where they explained the patient did not have an infection, but was prescribed antibiotics and encouraged the patient be taken to the surgeon for follow-up. The patient's mother stated she was cleaning the site as instructed by the ER and the drainage is now "blood-tinged" only. The physician later explained the pin hole was at the neck incision and the antibiotics were given to preclude a serious injury. The physician explained the patient has healed properly and the hole was possibly caused by patient manipulation. Review of the device history records for both the lead and the generator confirmed sterilization prior to distribution.